Manufacturer narrative:
Continued e1 (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported right side device rupture diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d4; g4; h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. The record is no longer reportable to the FDA and will be un-reported.